Event description:
It was reported that while training the physician on the new tablet it was observed that the tablet screen was dark. An adjustment was attempted; however, the screen indicated that it was 100% brightness and could not be lightened any. The tablet was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
This information was inadvertently left off of previous MFR. Reports: suspect device UDI: (B)(4).

Event description:
Analysis of the tablet was completed on 03/24/2015 and it found that the device performed according to specifications. No anomalies were identified during analysis of the tablet using the ac adapter or a fully charged battery.